Event description:
It was reported that the right ventricular lead insulation sustained rib clavicular crush damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.